Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code displayed. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review confirmed a record of error code 45986 that occurred during pump operation. Functional testing was unable to replicate the reported issue. The root cause was unable to be determined. The software was re-installed preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.